Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge and would not charge beyond two bars. The patient was also experiencing extended and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.